Event description:
Staph strep & e coli infections, & necrosis of skin flap covering left breast implant, which caused exposure of implant. After explantation of exposed implant, rptr was hospitalized for 11 weeks undergoing IV, topical & oral antibiotic therapy. Premature menopause at age 41. Loss of job due to high med health insurance claims. Profound depression & anxiety. Loss of income. Severe pain.